Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient received medical treatment for hypoglycemia. The patient's blood glucose levels declined to 38 mg/dl while wearing the pod between 24 and 36 hours in the leg. Patient reported at the time of hypoglycemia event he was talking on the phone with his daughter, and his daughter called 911. Patient was unconscious when ems (emergency medical services) arrived. The patient was treated with an IV (intravenous) line; however, he is unsure of the exact contents. The patient was wearing pod at time of treatment and reported after regaining consciousness he lowered his basal insulin and adjusted his bolus settings to deliver less insulin (patient did not specify if adjustment was to his insulin to carbohydrate ratio or correction factor). Patient refused to be transported to emergency room.